Manufacturer narrative:
The affected passeo 18 balloon was used to treat a calcified lesion in the medial to distal ata. The balloon was inserted, placed and inflated but the pressure could not be hold. No inflation device was used. The treatment was successfully completed by using another balloon. The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed. The balloon was inspected under microscope and revealed a large damage at the distal part of the balloon. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in process and final inspection. In addition to visual inspections the instrument was tested for air tightness by means of a helium leak test. It is confirmed that the instrument was delivered in a leak proof condition. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The damage was most likely caused by a hard calcification.

Event description:
Ous MDR - during the attempt to apply pressure, the passeo 18 balloon could not be inflated.